Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the screen was shattered when it got dropped. Blood glucose level was 345 mg/dl at the time of the call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.